Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed spline d had an exposed wire, and the other splines of the paddle were wrinkled. The paddle material was dissected and conductor wires 2, 10, and 14-16 had been fractured proximal to the weld joint on electrode rings. Electrical testing between the fractured end of conductor wires 2, 10, and 14-16 and connector pin 5, 13, 14, 16, and 18 revealed stable readings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the exposed wire remains unknown.

Event description:
This report is to advise of a fracture/exposed wire noted in the catheter during analysis.